Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem follow up on 12/29/2015: the customer stated that a new cartridge was loaded successfully. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The customer attempted to load cartridge with tandem syringe however the syringes provided were incorrect. The customer stated that no more than 30 units could be loaded into the syringe. The customer's blood glucose level was 300 mg/dl. The customer indicated that a bolus would be delivered to lower bg level.